Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, including corrosion and/or wear and/or lubrication and a stall due to shaft -bearing.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pump logs from (B)(6) 2014 indicated a stopped pump period may exceed tube set. The stall occurred on (B)(6) 2014 and the tube set occurred on (B)(6) 2014.

Event description:
It was reported that the patient came to the hospital on (B)(6) as the pump was ringing. No withdrawal symptoms were observed. A motor stall occurred and had not recovered by itself. The estimated elective replacement interval was eight months. Considering the medication in the pump and eri the decision was made to replace the pump as soon as possible. This required the patient to be hospitalized for a pump replacement. No diagnostic testing or troubleshooting was performed. The issue was reported as resolved but the cause of the motor stall was not determined. At the time of the event the patient's status was reported as alive-no injury. The patient was discharged on (B)(6) with close follow-up. This device system delivered hydromorphone and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).